Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ persistent cardiac ablation procedure with a qdot micro¿ catheter and an error, "temperature distribution disable" , was displayed on the carto system. It was impossible to deliver radiofrequency (rf). The cable was replaced; however, the same error was displayed. When the catheter was replaced, the problem was resolved. There was a visible break in the pebax with blood inside the force spring. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. There was no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ persistent cardiac ablation procedure with a qdot micro¿ catheter and an error, "temperature distribution disable", was displayed on the carto system. It was impossible to deliver radiofrequency (rf). The cable was replaced; however, the same error was displayed. When the catheter was replaced, the problem was resolved. There was a visible break in the pebax with blood inside the force spring. Device evaluation details: on 4-jul-2024, the device was returned to biosense webster (bwi) for evaluation. Visual inspection, temperature, and impedance test of the returned device were performed following bwi procedures. The evaluation has been completed. Visual analysis revealed reddish material inside the pebax due to a rupture on it; no other damage or anomalies were observed on the device. The temperature and impedance tests were performed and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the temperature and foreign material issues reported by the customer, therefore, the customer complaint was confirmed. The potential cause of the broken pebax could be related to the manipulation of the device during the procedure, however, this could not be conclusively determined. The instructions for use contain the following recommendations: if the generator does not display temperature, verify that the cables from the catheter to the carto¿ system patient interface unit (piu) and the cable from the carto¿ system patient interface unit (piu) to the generator are properly connected. If temperature still is not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf power; do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. Correction: the date device returned to manufacturer was incorrectly reported as 17-jun-2024 in supplemental (follow-up) MDR # 1. The device was actually received for analysis on (4-jul-2024). Please disregard supplemental (follow-up) MDR # 1. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 17-jun-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).